Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was in the 300 mg/dl range. The customer delivered a bolus via pump and changed supplies to address bg. Reportedly, infusion sets were changed resolving the occlusions.